Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the reload was pre-fired and engaged in interlock with the jaws open. Functional testing of the reload found no abnormalities. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the pre-fired reload was misuse of the product. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, intra-operatively in a laparoscopic sleeve gastrectomy, during the antrum of ventricle, the device cracked but got stuck in the tissue, but they were able to remove it by with force from the tissue. There were no staples released and the device did not cut. They used another handle and reload to complete the case and resolved the problem. They encounter the same problem with many handles. The patient was alive with no injury. The patient was fine when leaving the clinic.